Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: (B)(4). Model: sc-8416-50. Serial: (B)(6). Batch: 7014342.

Event description:
It was reported that the patient underwent a system explant procedure due to inadequate stimulation. The patient was doing well postoperatively, and the explanted devices will not be returned.